Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of hemorrhage and tissue injury are known inherent risks of the procedure. The patient effects of tissue injury and hemorrhage are listed in the electronic perclose the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm repair (aaa) procedure. Reportedly, a cuff miss occurred. The sutures of 2 new proglide devices were successfully pre-placed. The sheath was upsized to 16f and the aaa procedure was completed. Post-procedure, the knots were advanced to the vessel wall and tightened, however, hemostasis was not achieved. An additional device was used, however, the patient continued to bleed. A surgical cutdown was performed, during which, a tear was found in the artery. The tear was treated with a patch. Hemostasis was achieved via the surgery. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.